Event description:
It was reported to philips that the tube anode failed to rotate at the requested speed on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the rotation control unit and restored the device to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).